Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant glucose result. The customer provided quality control (qc) data, which indicated results were within range on the day of event. The tsc evaluated the result data file, and found low sample mix glucose on reagent server 3. The tsc advised the customer to move the reagent off server 3 to another server, and calibrated after the move. The customer was unwilling to recalibrate these methods. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sample probe 3 mixer, and ran mixer diagnostics to set bottom. The instrument passed a quick check and auto align. The cause of the discordant falsely low glucose result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument, and recovered higher. The sample was repeated three more times on the same instrument, and the result matched to the rerun result. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose result.